Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, damage to the stent struts occurred. The lesion being treated was a 70% stenosed, moderately calcified left anterior descending (lad) lesion. The physician predilated the lesion with a balloon (type and size unk). The physician was unable to cross the lesion with the first taxus express2 8.8% 2.5 mm x 16 mm stent. Upon removing the stent, it was noted that the proximal struts were lifted. The physician tried to cross the lesion with another taxus express2 8.8% 2.5 mm x 8 mm stent, but was unsuccessful. Finally a taxus express2 8.8% 3.5 mm x 20 mm stent crossed and was deployed successfully. There were no pt complications.